Event description:
It was reported, during cleaning and disinfection, the subject device had a broken insulation on the cable and a possible leak. No patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer reported malfunction malfunction: cause traced to user. A definitive root cause could not be identified for the fiber bonding in the outer tube area (distal end) being damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during cleaning and disinfection, the subject device had a broken insulation on the cable and a possible leak. No patient harm reported.